Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Visual inspection of the device noted that the spike and housing assembly were separated. The cause of the reported condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No other observations were noted on the unit. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the spike of a mediset cam spike separated from the housing. This event was discovered before use. There was no patient involvement reported. No additional information is available.